Manufacturer narrative:
Section a3b sex gender: the customer said "female". Section a6 race: unknown/not provided. Section h3 device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4625 used to capture sutures. Section h6- health effect - clinical code: 2140 used to capture glare. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient complained of intolerable halos and glare at night and is unable to drive in the dark. The patient¿s status was reported as temporarily impaired. Both their pre and post-operative best corrected visual acuity (bcva) is 20/20. The incision was enlarged. Sutures were used prophylactically, and myopic drops were prescribed. No further information was provided.